Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The product is not being returned, it has been discarded. These complaints will not require investigation per 820.98(c) as the cause has been determined to be the age of the device. The device is four years old and is considered to be fair wear & tear due to age and use. A review into the depuy synthes mitek complaints system revealed one dissimilar complaint for this lot of devices with this product code that were released to distribution. No corrective action is required and no further action is warranted. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
The customer reported via phone that their vapr 3 foot pedal was working intermittently during a shoulder procedure. The case was completed by using another foot pedal. There were no patient consequences or delays. The device was discarded.